Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the pump fell, it pulled the tubing causing the luer lock connection to untwist and disconnect. The customer stated that they do not believe the luer lock connection was tightened enough. Reportedly, the customer reconnected the same tubing and indicated that the tubing would be primed. There was no impact to the customer's blood glucose level.